Manufacturer narrative:
(B)(6).

Event description:
The customer reported that low inspiratory pressure" alarm and "proximal pressure line disconnect alarm occurred. The customer reported that the unit was in use on patient, but there was no patient harm reported. Unit was swapped out. No delay in therapy reported. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
"The customer contacted product support and reported at 9:00 reported by a hospital medical engineer (me) that an alarm low inspiratory pressure (1207 e/c) had occurred at 00:05 when the unit has been used with CPAP mode 6hpa. The screen displayed that the value of peep and the waveform were zero, and the unit did not deliver airflow. The mode was switched to s/t then confirmed that the waveform as set and the measured value were displayed. The mode was switched to CPAP mode again then the peep was displayed 0 as shown previously. No abnormality was confirmed in a circuit/a mask. After that, the unit was removed from the patient and was replaced with the same model owned by the hospital."

Manufacturer narrative:
Failure analysis on the returned blower assembly and gas delivery system (gds) passed all testing. The customer complaint cannot be verified. The returned (gds) and blower operate and deliver breaths normally. No fault found.

Manufacturer narrative:
The service technician reported that the reported problem was not duplicated despite run testing. As preventative actions, the gas delivery sub system and blower were replaced. The software was confirmed to be version 2.30. Overall checking, cleaning, run testing, and a function test were performed.